Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's readings are consistent with signs of dampened waveforms. Patient's physician should evaluate for possible cause of reduced blood flow to the sensor.

Event description:
Additional information received identified the site elected to do a CT angiograph and found no evidence of a pulmonary embolus (pe). The clinical site was recommended to perform right heart catheterization to evaluated the sensor and reduced blood flow. The second sensor may be implanted at a later date to address the issue.

Event description:
Additional information received identified that a second sensor was placed on (B)(6) 2018. Accurate readings were observed under the manufacturer's patient care network database.